Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head functional uplink tested out of specification.

Event description:
It was reported that chronicle software needs to be uninstalled. It could not be deleted from the uninstall software menu. The programmer was returned to the manufacturer, analyzed and the radiofrequency (rf) head tested out of specification. No patient involvement or complications were reported as a result of this event.